Manufacturer narrative:
An evaluation of the data log from the patient event was performed, and based on available information, the handpiece and system had operated as expected. The treatment tip was discarded and could not be returned for investigation. A plant evaluation has been initiated.

Event description:
A user facility reported that a patient had angle closure glaucoma following thermage eye treatment in both eyes. There were no issues reported with the system operation or the treatment tip. Solta medical branded cryogen and 1/4 bottle of coupling fluid was used with the highest level of treatment at 2.0. After the eye treatment, the doctor had difficulty removing the eye shields from the patient¿s eyes, and a third-party eye solution was applied to help remove them. The patient reported as experiencing headaches 2 months later and claimed the treatment clogged up the mesh lining around the iris leading to the injury. The patient received laser eye surgery on both eyes after the diagnosis, in order to resolve the injury. The current status is reported as probable recovery with no known permanent injury. The patient had reported the eye injury to the user facility 8 months after thermage treatment and 6 months after receiving laser eye surgery.

Manufacturer narrative:
The data log showed some errors had occurred during treatment. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radio-frequency (rf) treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. For thermage eye treatment user must follow standard precautions for the placement and use of the eye shields. Eye shields are not provided by solta. According to thermage cpt user manual, the correct size plastic globe protectors must be in place prior to any eyelid treatments using thermage. The thermage cpt system does not allow for vibration during an eyes by thermage treatment. The system disables vibration when the 0.25 cm2 treatment tip is attached to the standard handpiece. Vibration may cause displacement of the ocular shields; resulting in increased risk of corneal abrasions or ocular damage. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of previous complaint data dating back to 2014 shows this was the only report of a patient experiencing angle glaucoma post thermage cpt treatment. The likeliness this event was caused by a thermage cpt product is remote. Based on available information, no causal factors could be determined, and no conclusion could be drawn. No corrective action is required.